Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On 02/29/2016 received explanted lead from st. Jude medical. No explant information provided. The lead was not registered. We have no patient information so we are unable to send investigational letters.